Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio: 2.7, lab: 2.2. Inratio: 2.6, lab: 2.3. Inratio: 3.7, lab: 3.1. Customer to perform additional testing and call back with results.